Event description:
It was reported to philips that the system occasionally failed to emit radiation due to an abnormal tube rotor anode on an azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the anode drive unit (adu) and restored the system to full functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).